Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error and power loss alarm. The power management tool confirmed pump error and power loss alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. O unexpected replace battery now alarms, or low battery alarms noted during testing.

Event description:
It was reported via phone call that the insulin pump alarmed replaced battery now less than 10 hours after low battery alert. The customer's blood glucose was 221 mg/dl at the time of incident. The insulin pump was returned for analysis.